Event description:
It was reported that the patient presented to the clinic for a follow-up on (B)(6) 2021. During examination of the left ventricular (lv) lead, it was noted that the lead had high pacing lead impedance and increased capture threshold. Programming changes were made and patient will be monitored going forward. The patient was in stable condition.